Event description:
On (B)(6) 2015, a dental professional informed 3m about a patient who required a root canal. This patient had 3m espe lava ultimate cad/cam restorative for cerec crown secured with non-3m cement and adhesive. The patient, a (B)(6) male patient, received the lava ultimate crown on tooth #18 on (B)(6) 2015. During a vacation, the patient experienced extreme pain and saw another dentist, who prescribed antibiotics. An x-ray revealed radiolucency on the mesial side of the tooth and pulpal necrosis. A root canal was performed on (B)(6) 2015. It was noted that the patient is in need of a new crown (the existing crown was repaired); no further symptoms were mentioned.